Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/07/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 2/21/2024 and tested on 3/11/2024. Pump was given the initial complaint code of "2pow3: power issue - device powers self off". The pump was received with a note on it that states, "mcgilberry - pump kept turning off - had to keep restarting". The pump's event log will be pulled and reviewed in order to identify any possible abrupt power off errors. The analysis of the returned device is complete. The results are below: after reviewing the pump's event log several abrupt power offs were found, as highlighted by the "log_event_on" code without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. This can be seen below on event lines 384 and 403: "event 247: log_event_stop time: 04:40:55 vinf: 508 stop reason: log_stop_cause_e01 eventbytes: 04 40 55 00 01 fc 20 b6. Event 248: log_event_alarm time: 04:41:20 alarm code: 01 sub code: 00 alarm status: log_alarm_cause_power_off_key eventbytes: 05 41 20 01 00 00 33 9a. Event 249: log_event_message time: 04:41:20 invalid bolus key pressed: 0 invalid other key pressed: 0 eventbytes: 09 41 20 00 00 00 80 ea. Event 250: log_event_off time: 04:41:20 rmp: 57663 reason: log_off_cause_shut eventbytes: 01 41 20 00 e1 3f 2e b0. Event 251: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 252: log_event_on time: 01:27:03 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 27 03 00 d5 01 2b 2b. Event 253: log_event_on time: 01:27:19 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 27 19 00 d5 01 2b 41. Event 254: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd. Event 255: undefined event eventbytes: ff ff ff ff ff ff ff ff event 256: log_event_timpstamp time: 24/01/04 20:58:20 eventbytes: 02 24 01 04 20 58 20 c3 event 257: log_event_timpstamp time: 24/01/04 21:58:23 eventbytes: 02 24 01 04 21 58 23 c7 event 258: log_event_timpstamp time: 24/01/04 22:58:27 eventbytes: 02 24 01 04 22 58 27 cc ". In order to further verify the abrupt power off, the pump was tested with the testing protocol for battery and power complaints. The pump was powered on and a current infusion was able to be resumed, which ran at 2.1 ml per hour and successfully finished without the pump powering off. Reported issue found, device not performing to specification.